Manufacturer narrative:
(B)(4). Date sent 12/5/2023. D4 batch#: unk. H6: health effect ¿ clinical code gastrointestinal system (e10). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: impact of powered circular stapler on anastomotic leak after anastomosis to the rectum: a propensity score matched study authors: andrea vignali1 · lorenzo gozzini2 · giulia gasparini2 · riccardo calef2 · riccardo rosati2 · ugo elmore2. Citation: international journal of colorectal disease (2023); 38:211. Https://doi.org/10.1007/s00384-023-04506-6. The aim of the single center cohort study is to assess the impact of echelon circular¿ powered stapler (pcs) on left-sided colorectal anastomotic leaks and to compare results to conventional circular staplers (ccs). Between december 2017 and september 2022, a total of 552 patients with colorectal diseases who underwent an elective laparoscopic left-sided colon resection and anastomosis to the rectum were included in the study. The anastomosis was fashioned using a conventional circular stapler (ccs group; n=391 [224 male and 167 female]; mean age of 64 [55¿72] years) or a powered circular (echelon circular¿ powered stapler; pcs group; n=161 [90 male and 71 female]; mean age of 66 [56¿75] years). After matching, two groups of patients were generated: 145 patients in the pcs and 145 in the ccs. Reported complications include anastomotic leak (n=8), bleeding (n=1), bowel obstruction (n=1), ileal perforation (n=1), fascial disruption (n=1), and postoperative 30-day morbidity classified as grade 1-2 (n=40) and = 3 (n=17). In conclusion, the use of pcs did not influence anastomotic leak rate, but results in a lower incidence of anastomotic bleeding. Future rct trials are needed to definitively clarify this issue.